Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred while accessing with the enroute arterial sheath. The physician used the planned stent to cover the dissection and an additional unplanned stent to address the lesion. The procedure was completed. No further complications were reported.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow-up MDR will be submitted if additional information is obtained. Complaints will continue to be reviewed and monitored for trends.